Event description:
It was reported that the lead was bent between contact 0 and contact 1. There was no patient harm, injury or death, and no actions required as a result of the event. The patient outcome was reported as okay. Subsequent information received reported that both leads were bent and that the bend was found prior to implant by visual inspection and thus neither lead was implanted. No patient problems or symptoms were reported as the leads were never implanted. The patient's status/receipt of effective therapy was reported as okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).